Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 1085 caused by severed motor mount screws. The motor and screws were replaced.